Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg site was feeling hot and painful. Patient reported that there was no specific position when feeling this. It was also reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced not only to address the pocket heating and discomfort issue, but also because during the surgical procedure the leads would not secure to the original ipg. The ipg pocket was moved from one site to another. Effective therapy was restored post-op. In a recent update, it was reported the discomfort at the ipg site, and the pocket heating had resolved.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. The event report stated that the pocket site was relocated and that the issue was resolved.